Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the programmer was slow and that it took multiple attempts to get it going, however the hard drive was reconfigured and the software reloaded as a preventive.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer was slow and took multiple attempts to "get it going." The programmer was returned for service. It was further reported that the programmer was returned as part of the exchange program. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.